Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument mis-fired. The site replaced it with another peel-packed instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred while inside the patient. The customer confirmed an unsuccessful clip application with incomplete closure. The subject clip applier had been used multiple times during the procedure. Another instrument was used to resolve the issue. The instrument has been sent out to isi for analysis. No photos or videos are available for review.